Manufacturer narrative:
Internal file number - (B)(4). Corrections: adverse event box unchecked; required intervention box unchecked; reg#; type of report changed from serious injury to malfunction; device code 4001 removed. Evaluation summary: the device was returned for analysis. Difficulty to remove the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on the returned device analysis observations, it is likely that inadvertent change in angle of the device prior to thumb advancer stroke completion resulted in the noted damages and difficulty removing the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty(pta) procedure. Reportedly, after clip deployment, the distal portion (flex guide) of the device was difficult to remove from the tissue. The access ports were used and the starclose se device was easily removed. There was no tissue damage noted. Hemostasis was achieved with the starclose se clip. Very light manual compression was applied for tissue tract oozing. There was no arterial bleeding. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a starclose se device. Reportedly, there was difficulty removing the starclose se device from the anatomy after clip deployment. The access ports were used to release the thumb advancer and the starclose se was able to be removed from the patient anatomy. Slight manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.